Event description:
There was no patient involved in this event. Device is flshing red and beeping.

Manufacturer narrative:
The device history records for the sam 300p were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 25th march 2010. Previous experience has shown that devices returned with symptoms including multiple manual power ups, mainly of ten minutes duration, may be attributed to a membrane failure. In this case the random nature of the events stored in the memory and the 10 minute timeouts would indicate a failing membrane. The fault was witnessed during the investigation and could not be replicated with a new membrane fitted. This would confirm a failure of the original membrane on inspection the returned pad-pak was found to be depleted beyond any use. The multiple manual power ups of ten-minute duration observed throughout the history log, would have resulted in the depletion of the returned pad-pak. The user would have been alerted to the low battery with a ¿warning, low battery, device service required¿ prompt and a flashing red status led and failure chirps as per the reported fault. The returned sam 300p is now outside of its warranty period and will be scrapped.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device is flashing red and beeping.